Event description:
The physician was performing a transjugular liver biopsy. During the procedure, the physician recognized that the tip of a 5fr catheter had separated from the device. The tip was located in the pt's lung. The physician indicated no further risk to the pt at this time.

Manufacturer narrative:
Device is not available to review. This issue was brought to our attention during a routine sales visit at the customer's facility. The doctor mentioned the tip had separated from the 5fr catheter, but gave no specifics pertaining to the actual procedure. Promex has been in contact with customer gathering additional info. At this point, we are not sure which of the 5fr catheters (straight or curved) actually failed. Promex will continue dialogue with customer for any future info/issues.